Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the umbilical cable is touched the mobile view station (mvs) disconnects from the image acquisition system (ias).

Manufacturer narrative:
The cable was returned for analysis. Functional testing determined that the cable was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep): medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the umbilical cable is touched the mobile view station (mvs) disconnects from the image acquisition system (ias).